Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 21 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.